Event description:
It was initially reported by the physician that diagnostics on the pt resulted in high impedance. There was no reported trauma or manipulation of the device. The device was not programmed off as the pt was no experiencing any adverse events. X-rays were taken and a copy provided to the MFR. Based on the x-ray received, there were no gross fractures or lead discontinuity visualized that could contribute to the reported high impedance. Good faith attempts to gain more info have been unsuccessful to date.

Manufacturer narrative:
Method: MFR reviewed x-rays of implanted device. Review of programming/device diagnostic history. Results: x-rays reviewed by the MFR, no gross lead discontinuities visualized.